Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a medical procedure, the hospital staff found that the velocity delivery microcatheter (velocity) was fractured near the hub upon removal from the packaging. The damage to the velocity was found prior to use. Therefore, the velocity was not used in the procedure. The procedure was completed using a new velocity.